Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels up to 565 mg/dl. Blood glucose level near the end of the call was 447 mg/dl. Caller reported that the insulin pump had no delivery alarms that were resolved by complete set changes. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.